Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013- device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2013 with the following findings: a review of the black box showed the pump rebooted on the reported failure date. During testing, the pump powered on with auditory sound and the screen remained blank. The battery cap was not returned. A test cap was used to test the pump. The pump was opened and the display screen was found to be cracked. The power circuit was inspected and no issue was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump lost power without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.